Event description:
It was reported, the device longevity decreased rapidly and triggered elective replacement indicator (eri) sooner then expected. The device was explanted and replaced to resolve the event. The patient was stable.